Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/11/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure, female, 86-years-old, high bmi. Date and name of index surgical procedure? Gynecologic surgery. The diagnosis and indication for the index surgical procedure? Unknown what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unknown was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes, were two reverse stitches performed across the incision prior to closure? Yes. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported about abnormality. Onset date/time of dehiscence? (# post op days) unknown, sales reps said it might be 7 days post-op. Please describe any surgical intervention required for the wound dehiscence including date and findings. Reoperation. Please describe the appearance of the suture during the second procedure. Broken. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue?elderly obese patient. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Not reported. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Yes. Near the fixation tab. Can you describe the appearance of the stratafix suture during second procedure, if applicable? Broken near the fixation tab. What symptoms did the patient experience following the index surgical procedure? Onset date? Unknown other relevant patient history/concomitant medications? Unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event?because the patient had a high risk factor, the surgeon said the cause of the event was unknown. What is the patient's current status? No problem lot number? Unknown. (B)(4).

Event description:
It was reported that a patient underwent an ob/gyn procedure on an unknown date and a barbed suture was used on the fascia. The patient experienced a wound dehiscence on the fascia. The patient underwent reoperation. The patient was elderly and had a high bmi. The surgeon opined that the patient had a high risk factor, and the cause of the event was unknown. The current condition of the patient was reported as fine. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/16/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was obtained: the surgery was an unknown ob-gyn surgery. The site where the product was used was fascia, and the site where the dehiscence occurred was also fascia. Reoperation was performed. The patient's condition is fine afterwards.